Event description:
It was reported that the ¿pin screw¿ was protruding. There was no patient involvement as this was observed during fleet assessment by manufacturer¿s representative.

Manufacturer narrative:
Omit: a2305 - misassembled (1398), g0405206 - latch. Additional information: imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the ¿pin screw¿ was protruding. There was no patient involvement as this was observed during fleet assessment by manufacturer¿s representative.